Manufacturer narrative:
The autopulse platform was returned to the manufacturer for investigation on 08/20/2015. Investigation results are as follows: visual inspection of the returned platform was performed and found that the front enclosure was cracked and the battery lock was bent. The physical damages noted during visual inspection are not related to the customer's reported complaint. The reported complaint was confirmed during functional testing. Further inspection determined that the lcd display flex cable was not seated properly at j15. The connector was therefore cleaned and j15 was reseated to remedy the reported complaint. The device was powered cycled approximately 10 times and no other problems were observed. A review of the platform's archive was performed and no user advisories or warnings were observed on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the front enclosure and battery lock. In summary, the customer's reported complaint of the autopulse platform's lcd display not functioning properly was confirmed. Further inspection determined that the lcd display flex cable was not properly seated at j15. The connector was cleaned and j15 was reseated to remedy the customer's reported complaint. The physical damage found during visual inspection is unrelated to the reported complaint. These types of damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on 08/20/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that the lcd display of the autopulse platform was not functioning properly and nothing was displayed on the screen. The device is still able to perform compressions. No adverse patient sequelae was reported. No further information was provided.